Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This was a duplicate report filed in error under MDR 2518422-2023-35768. Please refer to pr (B)(4) / MDR 2518422-2023-35761, for all reporting purposes.

Manufacturer narrative:
An error was made on a previous correction report filed in (B)(4) that stated the following, "this was a duplicate report filed in error under MDR 2518422-2023-35768. Please refer to (B)(4)/MDR 2518422-2023-35761, for all reporting purposes." The correction should read as follows, "(B)(4) was a duplicate report filed in error under MDR 2518422-2023-35768. Please refer to (B)(4)/2518422-2024-51190, for all reporting purposes."